Manufacturer narrative:
Device evaluation: the device returned with its original stopcocks which were tested and performed within specifications. In the pre-decontamination visual inspection a kink on the shaft near the hub and damage on the proximal balloon were noticed. During the analysis negative pressure was applied with a syringe on the proximal balloon. The test didn¿t show evidence of leak because of the presence of dry radiopaque solution in the inflation lumens. Once removed the obstructions, trying to inflate the proximal balloon a leak was found. The analysis of the damage on the proximal balloon was conducted using a microscope. The magnification highlighted a cut of the proximal balloon. The cut is in the middle of a scratch line, affecting the most of the balloon length. An inflation test was conducted on the distal balloon: the balloon correctly inflated and no anomalies were detected. (B)(4).

Event description:
The physician was attempting to use four (4) mo.ma. Ultra cerebral protection devices to treat a low tortuosity, moderately calcified, noncomplex lesion in the ica. The devices were being used according to the instructions for use (IFU). No resistance noted advancing the devices to the lesion; when the first mo.ma. Device was being used during the procedure and during inflation, a proximal balloon leak was observed. The physician switched to another mo.ma however the same issue occurred, a third mo.ma was attempted and the proximal balloon also leaked. A fourth balloon was attempted and the distal balloon leaked. No further treatment was attempted. The physician is experienced in the use of mo.ma. Each device was prepped prior to use with no issues noted. No difficulty/friction noted when loading the devices onto guidewire. The devices did not pass through any previously deployed stent. No clinical sequelae reported.